Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), the introducer could not be aspirated. The introducer was replaced. No patient complications have been reported as a result of this event.